Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was undergoing radiation therapy. An interrogation of the device noted the counters had become reset to zero and the previously stored lead measurements were no longer recorded. In october 2005 guidant received additional information that the device is pacing at what appears to be doo mode at 80 bpm. The ICD was programmed to off and to odo mode, but the devic continues to pace. It was reported that the radition sited is just centimeters from the ICD. An additional check of the device found it to be operating normally.